Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for kent-his bundle, the his point could not be found and the lead tested with high thresholds, high impedance and undersensing. The lead was not implanted and a new lead was implanted to the same position with ideal parameters. No patient complications have been reported as a result of this event.